Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient's valve had been found at the wrong setting on 2 separate occasions. It was noted it was a new valve and that the patient wore a right-sided starkey hearing aid model muse 1600 or 1800 with a small magnet.